Event description:
It was reported that following a percutaneous coronary intervention procedure (pci) and an angiographic check, a 6f angio-seal evolution was selected for use. Hemostasis was achieved. The patient ambulated four hours later. A few hours later, the patient developed a hematoma and manual compression was applied. The doppler ultrasound revealed a pseudoaneurysm. The patient was referred to a vascular surgeon. Two days later, surgery was performed. The patient's hemoglobin dropped and blood transfusion was given. The patient was reported to be fine.

Manufacturer narrative:
No product was returned; therefore an evaluation could not be performed. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm is possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.